Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the study coordinator that the pt's lvad was reaching end of life and recent vent filter analysis also revealed signs of follower bearing wear. The pt was admitted into the hospital and 2 days later, a pump exchange took place. The pt is doing well and discharged home.

Manufacturer narrative:
The explanted pump was returned to the manufacturer for eval. The device was returned disassembled and liquid was present in the lower housing. The pump was drained in an oven; however, rust was noted in the lower housing. The pump would not run when connected to a stop override box test fixture; therefore, the pump was not tested under no-load or loaded conditions. The rotor assembly was removed from the lower housing and rust was present on the top of the commutator housing and rotor. Rust was also present on both the lower and upper main bearings, however, both bearings were intact and the lubricant used to lubricate the assembly was present. The eval of the outer cam following bearing revealed the bearing case presented little to no remnants of lubricant. Examination of the internal components revealed wear damage that occurred as a result of the ball bearings wearing through the socket walls of the bearing retainers. The damage to the retainers caused significant outer race play and the misalignment of the internal components, which most likely contributed to a functional failure of the bearing. Recent vent filter analysis also revealed signs of the follower bearing wear. Bearing wear issues have been addressed through the manufacturer's design change system and the new bearing design has been submitted in a PMA supplement for FDA review.